Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action(s) is/are required. It was relayed by the surgeon that the oblong hole was drilled twice which may have created a stress riser in the bone. The surgical technique does not specify the number of times the oblong hole should be drilled. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as this product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a plating of the proximal humerus, the surgeon cracked the patient's medial cortex while implanting a 3.5 mm locking screw. The same plate was utilized to complete the procedure. No additional patient consequences have been reported.